Manufacturer narrative:
This event occurred sometime in (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intermate had a leak from an unknown location. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between 5/22/2017-5/23/2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.